Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)') in a 37-year-old female patient who had essure (batch no. A57123-valid,46-042-dk-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, impaired fasting glucose, menstruation irregular, iron deficiency anemia and d & c. Current weight 225 lbs. Concurrent conditions included hypertensive since (B)(6) 2017, asthma since (B)(6) 2017, hypothyroidism since (B)(6) 2017, sulfonamide allergy, irregular periods, kidney stone and polypectomy. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from january 2015 to (B)(6) 2015 for birth control as well as beclometasone dipropionate (qvar) since (B)(6) 2017, docusate sodium;senna alexandrina (senokot-s) from (B)(6) 2014 to (B)(6) 2015, fluticasone since november 2017, ibuprofen from (B)(6) 2014 to (B)(6) 2015, levothyroxine since (B)(6) 2017, metoprolol since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) from december 2014 to (B)(6) 2015 and salbutamol sulfate (ventoline) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 3 years after insertion of essure. The patient was treated with ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) and surgery (on 29-dec-2017 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, depression, anxiety, anaemia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: essure deployed bilaterally without difficulty left coils- 4 right coils- 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, anemia lot number (46-042-dk) is invalid. Lot number: a57123 manufacture date: 2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. A57123,46-042-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, glycaemia control, menstruation irregular, iron deficiency anemia and d & c. Current weight (B)(6) lbs. Concurrent conditions included hypertensive since (B)(6) 2017, asthma since (B)(6) 2017, hypothyroidism since (B)(6) 2017, sulfonamide allergy, irregular periods, kidney stone and polypectomy. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as beclometasone dipropionate (qvar) since (B)(6) 2017, docusate sodium; senna alexandrina (senokot-s) from (B)(6) 2014 to (B)(6) 2015, fluticasone since (B)(6) 2017, ibuprofen from (B)(6) 2014 to (B)(6) 2015, levothyroxine since (B)(6) 2017, metoprolol since (B)(6) 2017, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2015 and salbutamol sulfate (ventoline) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 3 years after insertion of essure. The patient was treated with ascorbic acid;beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) and surgery (on (B)(6) 2017 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, depression, anxiety, anaemia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: essure deployed bilaterally without difficulty: left coils- 4; right coils- 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, anemia. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received- events "abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, anxiety, mental anguish, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), weight gain", new reporter information, patient details, medical history, lot number, product information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.